Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: c21-device has been returned and is pending the results of engineering analysis. Patient history: previous smoker, infrarenal aneurysm, coronary artery disease, CABG, hypertension and hyperlipidemia. Medications: aspirin, lipitor, toprol-xl, ambien, glucosamine chondrite. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, patient underwent an endovascular procedure, to treat a zone 9-infrarenal aneurysm, utilizing gore® excluder® conformable aaa endoprosthesis. During the procedure, after the graft was successfully deployed, upon removing the delivery catheter, some resistance was noted, and the nose cone broke off. The fractured portion was removed. It was also reported there were no issues with inserting the device. As per physician, cause of this issue is unknown. The patient tolerated the procedure.

Manufacturer narrative:
Updated section g3/g4, h6, and h10. The device was returned and the device evaluation performed by engineering showed the following: a catheter break was identified near the transition bond. Remnant of the inner member material was observed around the bonding area of the bump assembly. Evidence of stretching/narrowing on the inner member just proximal of the break. The state of the returned device is consistent with the reported observation that ¿the nose cone broke off¿. Based on the evidence of bonding at the transition bond and the evidence of stretching in the inner member, suggesting catheter withdrawal with increased forces, no manufacturing deficiency was identified, as a result no CAPA request is required per engineering evaluation task procedure (md145952).